Event description:
It was reported that there was an issue with an unspecified vega implant (B)(4). According to the complaint description, the knee implant(s) loosened approximately five years postoperatively. A total knee revision was required due to implant loosening. When the tibia and femur implants were removed, they easily backed out and had no cement residues. The patient was revised to a columbus knee system. The patient was noted to be stable after the procedure and without complications. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) (9610612-2022-00279). (B)(4) (9610612-2022-00291),

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that neither an article number nor a lot number were provided, a review of the device history records must remain incomplete . Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. If the device is returned in the future, an investigation will again be completed at that time. Regarding vega implant loosening, product safety cases (pscs) were "initiated".

Event description:
Associated medwatch reports: (B)(4) (9610612-2022-00279) ae-qas-k521-56. (B)(4) (9610612-2022-00291) ae-qas-k521-56. (B)(4) (9610612-2022-00292) ae-qas-k521-56.